Event description:
On (B)(6) 2014, synergeyes received information from a customer that a patient "had to go to the emergency room because the lens tore in her eye." Synergeyes instructed the customer to send the lens and the product complaint form to synergeyes. The lenses and form were received on (B)(4). The form was completed by the same individual who originally contacted synergeyes. The form indicated that there was no patient injury as a result of the emergency room visit. Synergeyes made 6 attempts to obtain additional information from the practice with no response from the practice until (B)(6)2014 when synergeyes was able to discuss the event with dr. (B)(6) at (B)(6) optometry. Dr. (B)(6) provided the following event information: other than an office staff member who reported the event, no one else at (B)(6) optometry knew about the event. The patient was last seen by the practice on (B)(6) 2013 for a routine check-up; with no issues identified during the visit. The patient winters in (B)(6), and that perhaps the patient went to an emergency room in (B)(6). Dr. (B)(6) stated that she would attempt to contact the patient to gather additional information. Based on the information provided, synergeyes can neither determine the root cause of the issue nor determine if an injury actually occurred. Synergeyes has insufficient information to determine if the synergeyes lens caused or contributed to the patient seeking assistance at an emergency room. None-the-less, since the information received is unclear and potentiallly incomplete, synergeyes has decided to file this MDR.

Manufacturer narrative:
The lens was received torn. It is not known when the tear occurred as tears can be a manifestation of patient handling and use.